Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime and alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to verify excessive no delivery alarm due to compromised force sensor system alarm noted. The insulin pump passed operating current and displacement tests. The motor was tested outside of the device and passed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer stated that reservoir was not empty. Insulin did not exit during prime. The product was returned for analysis.